Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvis pain') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, blood in stool and tonsillectomy. Concurrent conditions included headache, migraine, bloating, constipation, rectal bleeding, pain ankle, back pain, leg pain, backache, joint pain, rash and joint stiffness. Concomitant products included esomeprazole for acid reflux (oesophageal), bupropion hydrochloride (wellbutrin) from 2005 to 2016 for anxiety and depression, drospirenone;ethinylestradiol betadex clathrate (yaz) since 2005 for birth control as well as clarithromycin (claritin) from (B)(6) 2010, ibuprofen (motrin) from (B)(6) 2010 and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("pain bilateral hip"). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). The patient was treated with surgery (operative laparoscopy with salpingoscopy and removal of essure coils bilaterally and tubal cautery). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and arthralgia was resolving and the allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia and pelvic pain to be related to essure. The reporter commented: current weight 240 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. The essure coils are properly placed with complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bilateral hip pain, nickel allergy. Lot number: 50502885 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pelvis pain') in an adult female patient who had essure (batch no. 50502885) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, blood in stool and tonsillectomy. Concurrent conditions included headache, migraine, bloating, constipation, rectal bleeding, pain ankle, back pain, leg pain, backache, joint pain, rash and joint stiffness. Concomitant products included esomeprazole for acid reflux (oesophageal), bupropion hydrochloride (wellbutrin) from 2005 to 2016 for anxiety and depression, drospirenone;ethinylestradiol betadex clathrate (yaz) since 2005 for birth control as well as clarithromycin (claritin) from may 2010 to november 2010, ibuprofen (motrin) from may 2010 to november 2010 and nsaids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("pain bilateral hip"). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ allergy to nickel"). The patient was treated with surgery (operative laparoscopy with salpingoscopy and removal of essure coils bilaterally and tubal cautery). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and arthralgia was resolving and the allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia and pelvic pain to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. The essure coils are properly placed with complete occlusion of the fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, bilateral hip pain, nickel allergy. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Previously reported event injury was replaced with new events: pelvic pain, nickel allergy, pain bilateral hip. Reporter information, date of birth, medical history, concomitant drug, events onset date, lab data, essure removal date were added. Device category changed from device other event to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.